Event description:
Event description boston scientific received information that the patient with this pacemaker experienced two syncopal episodes due to loss of pacing output. One of the syncopal episodes was observed by the patient's physican, who also noted intermittent loss of telemetry, abnormal impedance measurements and no capture. This device, which was part of a communication dated september 22, 2005 regarding the second popoulation of a crystal timing component failure was explanted and replaced. During the replacement procedure, the physician observed that this right ventricular lead was fractured. The lead was surgically abandoned and replaced.